Event description:
Additional information was received which indicates that the proximal coil was believed to be fractured. The physician plans to perform repeat defibrillation threshold (dft) testing. At this time, no further information has been made available.

Event description:
Additional information was received that this patient underwent lead integrity testing. Commanded shocks were performed and normal impedances were observed. The lead's configuration continues to be programmed to rv to can. The physician plans to continue to monitor this patient through the remote monitoring system.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting out of range shock impedance greater than 125 ohms. It was determined with further testing that the impedances were within normal limits when programmed to distal coil to can; however when in triad or distal coil to proximal coil the impedances were out of range. The physician was considering bringing the patient in for repeat defibrillation threshold (dft) testing. Evidence is suggest of a lead issue. At this time, no further information has been made available. There has been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.